Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and the implantable pulse generator (ipg) battery depleted prematurely. Upon device interrogation prior to replacement, the ipg displayed an estimated battery voltage of two more years. Since the patient had no symptoms with ventricle-only pacing, the ra lead was turned off and the ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.